Manufacturer narrative:
A doctor reported that a patient experienced a failed restoration that had been placed on the #8 incisor with simile. The doctor stated that he uses bond-1 adhesive and, when reviewing his bonding procedure with a technical support representative, stated that he did not air dry the restoration before light curing which is a step indicated in the bond-1 instructions for use. The doctor provided no further details on patient outcome, nor did he provide part numbers or lot numbers on the products he used. No product was returned for evaluation. Because of this, as well as the lack of product information, no further investigation can be conducted and a conclusion as to the exact cause for the restoration failure cannot be made. However, because the doctor stated that he neglected to follow the instructions for use for bond-1 adhesive, it may be concluded that user error contributed to this incident.

Event description:
On january 5, 2011, a doctor reported that a patient experienced two failed restorations on the #8 incisor; one that had been placed with alert composite and another that had been placed with simile composite. This MDR is the second of two reports.